Manufacturer narrative:
On march 8, 2010, device qc performed.

Event description:
Initial info received from a consumer who is also a physician on 02-mar-2010: a female consumer of an unspecified age received an unspecified dose of her last treatment of poly-l-lactic acid [sculptra] (lot # and expiration date not provided] on an unspecified date in (B) (6) 2009 for an unspecified indication. The consumer reported at this time her face is severely swollen and has continued to swell for over 5 weeks. Her plastic surgeon feels it's not the poly-l-lactic acid since it was over 5 months ago; however, she saw a physician of infection control who uses the product and feels it definitely is the product. The consumer stated each physician she sees feels the mass and granulomas. She has had 2 biopsies, CT scans and ultrasounds which reveal it's from the product. The consumer stated her head has this severe pressure that she can no longer take. She has been treated with prednisone and IV (intravenous) vancomycin and reports "it's endless." The consumer is getting concerned since she looks so terrible and will not be able to continue working because it just exacerbates during the day and when the pressure is so excruciating she can't function at normal capacity. At the time of the report, the adverse events remain ongoing. Concomitant medications and relevant medical history were not provided. No further relevant info.